Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery (sfa). After a 035 non-bsc guide wire crossed the lesion, a 6 x 60 x 75 innova¿ stent was advanced to treat the lesion. However, during procedure, the device became stuck with the guide wire. The wire and the stent were removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.